Manufacturer narrative:
Additional information: a4 - patient weight. ¿b3 - date of event¿ has been updated.

Event description:
Additional information was received that the non-related surgical procedure prior to which the ipg was not placed into surgery mode was on (B)(6) 2020.

Manufacturer narrative:
The reported observation of ¿unable to connect¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure. Per the clinicians manual: per clinicians manual arten600113336 a - under warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.